Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012615976 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle. Inspection of the spiral array identified a knotted array. The catheter was reprogrammed and passed performance testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. Further inspection and testing was performed to verify the integrity of the catheter sub-components. During inspection of the spiral array, an exposed electrode wire was observed and the proximal arm pebax tube was observed to be torn. In conclusion, the reported array inversion was not reproduced during testing. The catheter failed the returned product inspection due to a knotted array, a torn proximal pebax tube arm, and an exposed electrode wire on the array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation, a catheter array inversion occurred at the end of the case. The inversion was not realized until the operator attempted to retract the catheter into the sheath, resulting in a knot formation and a kink in the catheter. The operator had to pull on the catheter to tighten the knot and pass it through the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.